Manufacturer narrative:
Date of event was reported as (B)(6) 2015.

Event description:
The patient reported via the manufacturer representative (rep) that the implantable neurostimulator (ins) was using power too quickly and going dead so he stopped using it. When the patient was currently using the ins, he saw the screen that would tell him to charge immediately. It was suspected that the ins may be overdischarged. The rep was going to meet with the patient on (B)(6) 2015. No medical symptoms were reported. Additional information received from the rep in response to follow-up reported that the rep had met with the patient on (B)(6) 2015. A physician mode recharge (pmr) was performed for a full hour and the device was still not responding. The patient had to leave the office but was going to make an appointment the following week and had since been too busy to meet. The rep was hoping to meet before christmas. Follow up information received from the manufacturer's representative on jan. 12, 2016 reported that the patient had been in and out of communication with them over the holidays. It was noted that the patient thought that they had if charged and was going to check with their remote when they got home the day of this report. The patient was to follow up with the representative jan. 15, 2016 so an appointment could be made with their doctor. Follow up information received on jan. 27, 2016 from the manufacturer's representative reported that the patient repeatedly stated that they were going to try and charge but never called to confirm that things are working. The representative reached out to them on the day of this report but had not heard back. The representative was going to continue to reach out to the patient. Additional information received from the manufacturers representative on may 24, 2016 reported that, over the weekend, the patient had performed a physician recharge mode (prm) procedure about 4-5 times. The patient was able to obtain a charge on the ins and maintain coupling bars but was never able to charge past 50% for several hours. The patient was seen on the day of this report where it was reported that they were unable to communicate with the ins. The representative and patient were going to follow up with the healthcare professional (hcp) to discuss the next plans for the issue. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.